Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her 10-month-old daughter. The device allegedly gave readings of 36.3°c, and a fever of 39°c was later measured by a paramedic. The consumer provided paracetamol to her daughter which could have impacted the device's temperature reading. The child was diagnosed with a viral infection and is currently recovering, now in good health. Kaz USA, inc. Has requested that the product be returned to our company for testing.